Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. Updated fields: h6, h11 the device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center exhibited aa error e333, the issue occurred during a therapeutic procedure. There were no reports of patient harm.